Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent what is the lot number? No further information is available. Was the drain used on the patient? Yes. If yes, was leakage detected? No further information is available. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Was the drain broken into two or more pieces? No. How was the case completed? No further information is available. Device return status: the device has been received and will be shipped. Please check rmao. No further information will be provided.

Event description:
It was reported a patient underwent a lobectomy on (B)(6) 2021 and a drain was used. During surgery, there was a crack on the drain outside the body. Drainage was not smooth from the beginning. It is unknown whether milking was performed or not. The product was used on the back side of the pectoralis major muscle. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/24/2021 . Additional information: d9, h6 component code: g07002 reported condition not confirmed. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent - were there any anomalies with the drain: appearance, damage or function prior to use? There was a crack on the drain outside the body. There was a situation that drainage was not smooth from the beginning. No further information will be provided. H3 evaluation: one complaint sample was received for evaluation. After opening the complaint sample one piece of drain of about 5cm was found. The drain sample was not complete in length. There is not enough evidence to evaluate and verify. The lenght of original drain is 1200mm. The sample can not be evaluated. Since, lot number is unknown, hence, batch record review and retain sample evaluation was not done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.